Event description:
It was reported that at the implant before screwing out the helix, the lead was connected to the analyzer to be checked but an electrogram signal could not be found. It was also noted that the lead impedance was high. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.